Manufacturer narrative:
The insulin pump alarmed prime during the displacement test, problem isolated to interface board. No unexpected alarm noted during testing. The insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. The motor was tested outside of the device and passed.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose was 150 mg/dl. Troubleshooting was done. It was found that the insulin pump alarmed software error. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.